Manufacturer narrative:
One bivona® 8.0mm custom tts¿ tracheostomy tube was returned for investigation. Visual inspection found that the device cuff was cut/torn from the end of the device. Further inspection noted that there were tiny scratches next to the ripped cuff. The device cuff was removed and the wall thickness was measured. It was found that the cuff met the specification for wall thickness. Investigation was unable to determine the root cause of the tear in the device cuff.

Manufacturer narrative:
Device evaluation is in progress; a supplemental report will be submitted when the device evaluation is complete.

Event description:
It was reported that the cuff of the customized bivona® adult tts¿ tracheostomy tube ruptured in the patient after 2.5 days of use at home. The patient is ventilator dependent and cannot breathe without the tube in place. No further information was provided, no adverse event was reported.